Manufacturer narrative:
1. DHR/bhr review (lot#4263823): 1) this batch of products were assembled at intima ii auto line 4 in oct 2024, and packaged at cfs package line in oct 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample was not received for further analysis, the foreign composition in the indwelling needle could not be confirmed. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp had foreign matter 3.5 when a nurse unpacks a closed IV needle at the time of inspection and finds a foreign object in the needle, immediately discontinue use and replace the needle with a new one.